Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a patient was injected with 2.6 ml of juvéderm® volux¿ in the jawline. Two months later, anti inflammatory reaction such as pain, edema, and swelling occurred. Event is ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of uti, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿. Two months later, swelling occurred. Patient was tested and diagnosed with a urinary tract infection, deemed not device related. Patient started on prednol treatment and swelling has decreased. After prednol treatment was finished, swelling re-appeared.